Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7233894, expiration date: 2019-02-28, manufacture date:2017-08-21. Medical device lot #: 7268520, expiration date: 2019-03-31, manufacture date: 2017-09-25.

Event description:
It was reported that during use a bd vacutainer® brand sstä ii tubes containing silica and gel malfunctioned as it had "low draw volume." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd vacutainer® brand sstä ii tubes containing silica and gel malfunctioned as it had"low draw volume." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received used samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Bd then attempted to continue filling the used tubes with colored water and upon completion, all tubes filled as expected indicating the presence of vacuum in the tubes. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the no issues were observed as all tubes met specifications for draw volume. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and no issues were found. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions are in the process of being implemented.